Manufacturer narrative:
(B)(4). The reported caravel microcatheter was returned with the concomitant fielder xt-a guide wire for evaluation. The catheter tip was severely twisted and chipped off. The guide wire was uncoiled at approximately 95mm from its tip and unraveled coils were exposed. Around the unraveled portion, the guide wire was undulated due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely contributed to tearing of the tip of the caravel microcatheter. The applied torsion would locally accumulate on the tip when the tip was being caught and restricted its movement by the calcified lesion. As the tip became twisted, it twined around and trapped the concomitant fielder xt-a guide wire. When tensile stress generated with removal was applied, the twisted caravel tip torn its distal portion apart from the rest. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage observed on the tip was too severe to completely exclude potentiality that a tip fragment could be left in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter ruptured during a pci to treat a severely calcified cto in the rca #2. The microcatheter was delivered over an asahi fielder xt-a guide wire in attempts to cross the cto when unusual resistance was met. The catheter tip was found ruptured on the guide wire. Both devices were removed as a unit and the procedure was resumed with new devices. The pci was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with tip damage and the patient was scheduled to be discharged home two days after the procedure.